Event description:
Customer reported receiving inaccurate erratic readings. In blood glucose tests, customer received readings of 58 mg/dl and 306 mg/dl within 10 mins. Tests were performed on the fingers. There was no report of death. Serious injury or mistreatment associated with this event.